Event description:
Patient contacted dexcom technical support on (B)(6) 2014 claiming that on (B)(6) 2014 receiver completed a system check and trend graph is no longer visible, with approximately 24 hours of uncaptured data. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, there were no related errors observed. Functional testing was performed and it passed. The reported event of the receiver completing a system check and trend graph is no longer visible, with approximately 24 hours of uncaptured data could not be determined. The root cause could not be determined.